Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The patient's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393935) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated he received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.1 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 6.4 inr. A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.9 inr. Within 3 hours, a sample from the patient was tested using the meter, resulting with a value of 5.4 inr. The patient's therapeutic range is 2 - 3 inr.